Event description:
On december 2, 2006, the lay user/patient contacted lifescan alleging that he received a one touch fasttake meter kit that had expired test strips and would not power on. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. The newly diagnosed patient went to see his physician, as he was unable to test. The physician treated him with glucose. The patient also reported falling into a diabetic coma. He was admitted to the hospital with blood glucose of 500 mg/dl. He received insulin treatment. No other information was provided. It would have been helpful to know when he was diagnosed with diabetes, when he received the meter, where the meter was received from, when he attempted to use the meter, details surrounding his physician's office visit, details regarding diabetic coma, and his medication regimen. The patient was unwilling to answer any further troubleshooting questions and requested a replacement of his products. The customer care advocate (cca) replaced the meter, test strips, and control solution. This complaint is being reported due to the following conclusion: the patient alleged expired test strips and meter not powering on. He received insulin treatment at a hospital for blood glucose of 500 mg/dl. It is not clear why his physician gave him glucose treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.